Event description:
It was reported that the balloon was difficult to remove. A wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was stuck and would not come back through the guide catheter after use. No patient complications were reported. It was further reported that the lesion in the left anterior descending artery/left main trunk.

Manufacturer narrative:
Device evaluated by MFR: the 15mmx4.00mm wolverine coronary cutting balloon was received inside the customers 6fr guide catheter. For investigation purposes the device was pulled distally from the guide to examine the balloon and shaft polymer extrusion. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 3mm in length was completely detached from the proximal end of the blade at the break point. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device through the guide catheter. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately at the centre of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found the hypotube to be severely kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the shaft of the device to be severely damaged/stretched along its entire length. This type of damage is consistent with excessive tensile force being applied to the device on removal from the patient. A visual examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was difficult to remove. The stenosed target lesion was located in left anterior descending artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon was stuck and would not come back through the guide catheter after use. No patient complications were reported. It was further reported that the lesion in the left anterior descending artery/left main trunk.

Event description:
It was reported that the balloon was difficult to remove. A wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was stuck and would not come back through the guide catheter after use. No patient complications were reported.